Event description:
It was reported that "early sensor expiration" occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025 no product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).